Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system locked up. No patient injury was reported.